Event description:
Patient's parent reported that their dentist said that her daughter, the patient, needs to have her upper jaw widened and back teeth are not touching when she closes her mouth. Their dentist would not allow for patient to continue with retainers. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.